Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with the wand. The device has been implanted for 8 years. The field representative is being contact for more information. This ICD remains in service. No adverse patient effects were reported.